Manufacturer narrative:
(B)(4). Fourteen days after the onset of peritonitis, the patient was discharged from the hospital and was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not wearing a mask. The peritonitis was manifested by abdominal pain, diarrhea, and cloudy effluent. On the same day of onset, the patient was hospitalized for peritonitis. The patient began treatment with unspecified medication (doses, duration, and frequencies not reported) for the event. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. The patient was retrained on proper aseptic technique. No additional information is available.